Event description:
During a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The non-calcified and non-tortuous lesion was located in the mid left anterior descending artery (lad). The physician successfully deployed a taxus liberte - 2.75 x 20 mm drug eluting stent at 18 atms. Upon withdrawal the physician felt the balloon was sticking to the stent, thus causing the guide catheter to deep throat. The physician was able to remove the balloon after the guide catheter deep throated down. No patient injuries or complications were reported. Patient status is reported as "satisfactory/good".